Event description:
A customer reported to baxter corporate product surveillance a clearlink primary medication set in which the administration spike became disconnected from a 250ml 0.9 sodium chloride hospira product. According to the report, the facility staff prepared the set-up and left it hanging until the IV was needed. When the nurse attempted to move the bag, the spike separated from the port, and solution spilled out on the floor. The alleged defect occurred before use. Therefore, there were no reports of patient injury, adverse events, or medical intervention associated with the event. The facility preps about 60-80 similar set-ups a day and this is the second time they have had an issue. In order to prevent further issues, the facility has begun to use baxter bags with the baxter sets. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: one actual sample was returned for evaluation. The sample arrived spiked into an empty hospira 250 ml 0.9% sodium chloride solution bag. Visual inspection showed that, sample spike was securely attached to the administration port of the hospira solution bag. The set spike was removed from the administration port and visually inspected for any abnormalities, none were found. The spike was then re-inserted into the hospira administration port. This showed that the spike was easy to insert and remove verses a standard administration port of a baxter bag. However, it was noted that during handling of the setup no spike fall occurred. Because the sample arrived with the spike securely attached to the administration port and no spike fall out was observed during handling , the reported condition was not confirmed. An assignable root cause was not determined. A batch review was performed on the reported lot with no deviations found.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. A batch review was performed on the reported lot with no deviations found.